Manufacturer narrative:
Facility experienced an event with the endopath thoracic endoscopic linear cutter with safety lock while performing a thoracoscopy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972427. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, ab fired; cartridge condition, ab fully fired; cartridge return batch number, a j00e17 b k00r; and instrument number, 0101. Functional tests & results: test cartridge batch #, k00u9f; condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "stapled but did not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conformiing to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a thoracoscopy procedure, it was reported on the first firing the ez45b was fired across lung tissue and the device stapled, but did not cut. The surgeon reloaded the device with a blue reload and fired it again. The device did not staple or cut. A new ez45b was opened to complete the procedure. There was no consequence to the patient.